Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification range. No blank display noted. However, the insulin pump was received with damaged battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's battery cap was damaged. The insulin pump had a blank display. Her blood glucose level was 50 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.